Manufacturer narrative:
The suspect device has not been returned to olympus and the investigation is in process. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the disposable distal cap fell off the scope upon removal of the scope from the patient. The cap was retrieved with no obvious defects. There was no harm or user injury reported due to the event. Related complaints: (B)(4) for the distal cap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user had little experience with handling the device/ distal cover and so the cover was inappropriately attached to the device. It may have led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the issue occurred as the user was taking the scope out of the patient for an endoscopic retrograde cholangiopancreatography. The procedure was completed without delay and the device was inspected prior to use.

Manufacturer narrative:
Additional information was received from the customer. Correction to g3 of the initial medwatch. The aware date should be 24mar2022.